Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a cut cord with exposed wires. It was further observed that the device made grinding noises, had a loose connector body, and the thermistor and hand control failed. Therefore, the reported condition was confirmed. It was determined that the hole in the hose was due to allowing the cord to come in contact with a sharp object. It was determined that the grinding noise was due to a damaged locking mechanism. It was determined that the loose connector body was due to loctite deterioration. The device showed signs of damage caused from immersion during cleaning which was a failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter: contact number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by chile that the motor device did not work. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.